Event description:
The customer contacted physio-control to report that their device powered off by itself. This occurred while monitoring a patient. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Section h3 of the initial medwatch report (0003015876-2020-01725) indicates: device evaluated by mfg - no. Reason for no evaluation - device evaluation anticipated, but not yet begun. Section h3 of the initial medwatch report should indicate: device evaluated by mfg - yes. Physio-control downloaded the electronic records from the customer's device and verified the reported issue. Physio observed multiple power offs following a high current function. Unexpected power offs following a high current function indicate an increased resistance that has developed at the battery pins of the j11/p11 connection. However, a conclusive cause of the reported issue could not be determined. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself. This occurred while monitoring a patient. This issue is patient related; however there was no adverse patient outcome reported.